Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that acute heart failure occurred. In (B)(6) 2020, the index procedure was performed. The subject received heparin or other anti-thrombin medication along with gp iib/iiia inhibitor and loading doses of 300 mg aspirin and 180 mg ticagrelor. The target lesion was located in the mid left circumflex artery with 100% stenosis and was 24 mm long, with a reference vessel diameter of 2.5 mm. Timi flow was 0. The target lesion was treated with pre-dilatation and placement of a 2.50 x 28 mm study stents. Following post-dilatation, the residual stenosis was 0% and timi flow was 3. Nine days later, the subject was discharged on aspirin and clopidogrel. The following day, subject presented with acute heart failure and the subject was hospitalized for further evaluation and treatment. No other action was taken to treat the event. Three days later, the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel.